Event description:
It was reported that the pt reported their controller didn't hold a charge. Pt stated they'd charge the implanted neurostimulator (ins) to 100%, then 2-3 hours afterward the controller battery would be depleted. Pt said for at least 2 months (confirmed since april) they had to charge their controller almost every day. Pt didn't think there had been any error messages on controller and denied heating of recharger when charging ins. Pt mentioned both ins and controller were able to charge to 100%, and they would usually recharge ins when battery was low/red. Pt examined equipment; no damage to the battery compartment, li battery, controller port, recharger connector pins, nor recharger cord. Agent reviewed information about battery longevity/capacity over time. Pt wanted to charge controller less frequently. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Additional information was received from a patient (pt). It was reported that they had mentioned this case and feels they are not getting relief from the spinal-cord stimulator like they would like. The patient was then transferred to an scs agent and reported that it takes at least an hour and a half to charge the implant and then it depletes right away. Caller stated they don't think they are getting that much relief from it anyways. Caller mentioned they will be moving soon and would like to try to get the stimulator working better before they have the move. Caller is wondering if it is possible that the leads moved or something else is going on. Caller mentioned they had equipment replaced to see if that helped with the charging concerns and it hasn't. Additional information received from the patient. It was reported that the circumstances that led to the long recharge and no relief was it took over an hour to charge and it only lasted a few hours and they had to recharge the next day. The patient received a new battery and paddle. The patient was looking into having their device taken out.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial# (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.